Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4) on (B)(6) 2016, fse arrived at the site to replace the small syringe. Fse ran four patient samples two times without errors. Qc ran successfully and the devcie was determined to be running properly. No further action was required by fse. The most probable cause of the reported event was due to fault/ failure of the small syringe.

Event description:
On (B)(6) 2016, the customer reported low total area on capped and uncapped whole blood with their g8 analyzer. Technical support (ts) instructed the customer to inspect the waste line flow and replace the sample needle if the issue did not resolve. On (B)(6) 2016, ts followed up with the customer again. The customer confirmed installing a new sample needle but reported continued drain and tubing issues. She was instructed to rerun capped and uncapped whole blood and report back. The customer called back with reports of intermittent, low total area on capped whole blood. On (B)(6) 2016, the customer installed a new needle without resolution of the issue. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.